Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Insulin pump passed the dat test at 0.08805 inches. Insulin pump was received with cracked case on display window right bottom corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer' mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 597 mg/dl. The customer experienced symptoms such as chest and abdominal pain. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with IV. The customer was wearing the insulin pump during the hospitalization. The insulin pump was returned for analysis.